Manufacturer narrative:
Investigation on-site by our field service engineer (fse) revealed that the compressor had a blown fuse. The fuses, the mains inlet, and a missing fan cover were replaced. The compressor was returned to service after successful functions and a safety checks were performed. Earlier investigations of similar complaints have determined that the cause for a damaged fuse could be one or a combination of the following causes: electrical transients (voltage and/or current spikes) in the mains power. Bad electrical connection between the fuse and the fuse holder, e.g. Due to vibration in the system. Chemicals used from cleaning the device (by spraying) causing corrosion and as second effect bad connection. Dust in the environment, if deposited on the fuse holder. This will insulate and increase the temperature around the fuse, effecting the contact between both the fuse and fuse holder.

Event description:
It was reported that the compressor mini was not turning on. There was no patient involvement reported. (B)(4).